Event description:
Ceea 31 mm stapler was inserted in patient by surgeon. Stapler was fired and the stapler did staple, but did not cut the tissue. Stapler was removed and the anastomosis had to be redone with a new stapler. Faulty stapler removed from the field.